Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, chest pain, visibility/palpability.

Event description:
Healthcare professional reported right side "two more warranty cases need to be registered". Healthcare professional later eported "chest pain, and sudden palpability of the implant edge and rupture" confirmed by ultrasound and magnetic resonance. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Chest pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side "two more warranty cases need to be registered". Healthcare professional later reported "chest pain, and sudden palpability of the implant edge and rupture" confirmed by ultrasound and magnetic resonance. Device has been explanted and replaced with non-abbvie device.